Event description:
It was reported that during a da vinci s surgical procedure, a broken wire was found on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the instrument's wrist. Other cables at the wrist were not damaged. There was an indentation at the inner rim of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but the pulley damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.